Manufacturer narrative:
(B) (4): other: lens was discarded. Evaluation: conclusion - (other) an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. The damage to the lens could not be evaluated because lens was not returned to staar. The lens cannot be definitively and exclusively correlated to a specific root cause. Based on the complaint history, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B) (4).

Event description:
The reporter stated the surgeon inserted an aq5010v three piece silicone lens. The lens was removed due to trailing haptic staying in the injector. Lens was removed with no pt injury. The lens was discarded.